Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the tip broke off during the case; the doctor used a grasper to remove the broken piece. He used another 176645 to finish the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).